Manufacturer narrative:
Evaluation : results : stent embolism, limited information on event received, no device received for evaluation, no results available since no evaluation performed. Evaluation : conclusions: stent embolism, limited information on event received, no device received for evaluation, device not returned. (B)(4). Awaiting further information.

Event description:
It was reported that the stent detached from the catheter prior to inflation. No further information received on event. No patient injury reported.